Event description:
The customer reported that the companion 2 driver made a "grinding noise" while supporting a patient. There was no patient impact. The customer reported that the patient is still being supported by this driver. This alleged failure mode poses a low risk to the patient because it does not prevent the companion 2 driver from performing its life-sustaining functions. An investigation will be conducted by syncarida. The results of the investigation will be provided in a supplemental MDR.